Event description:
The consumer was using a tilt system and allegedly heard a crack and the chair tilted forward, the footrest jammed into the floor, and the chair and consumer fell forward. No injury alleged.